Manufacturer narrative:
Reported event: it was reported that during first cut w rio, the screw holding the gray pistol grip to the mics fell out. First assist caught and collected the screw for us. The rest of the cuts were completed per normal, case moved on without any issues. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot k07u2. A review of qt16-07-0090 shows that these parts initially failed due to no characterization data. Data was loaded and the units were re-inspected on 2/14/2017 and put on qt 17-02-0049 for missing documentation. This unit was accepted into inventory when missing documents were provided. The issues were not related to the complaint. Complaint history review: a review of complaints related to parts in lot number k07u2, p/n 209063 shows 02 additional complaint related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA 1452931.

Event description:
Tka. Description - during first cut w rio, the screw holding the gray pistol grip to the mics fell out. First assist caught and collected the screw for us. The rest of the cuts were completed per normal, case moved on without any issues. Surgical delay maybe 30secs while it was confirmed the screw was the exact one that fell out of mics handle.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Tka. Description - during first cut w rio, the screw holding the gray pistol grip to the mics fell out. First assist caught and collected the screw for us. The rest of the cuts were completed per normal, case moved on without any issues. Surgical delay maybe 30secs while it was confirmed the screw was the exact one that fell out of mics handle.